Manufacturer narrative:
The biomed is reporting the v60 navigation (nav) ring is not moving. The field service engineer (fse) indicated field change order was implemented. Front bezel with a new nav ring was installed. The unit tested all ok and is now ready for patient use. The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer reported that a ventilator's navigation ring button was not working. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.